Manufacturer narrative:
(B)(4) - device 1 of 7.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event where tubing was leaking at hub on (B)(6) 2024, (B)(6) 2024 and (B)(6) 2024. Infusion sets were used for less than 4 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.